Event description:
It was reported that the patient underwent surgical revision for the removal and replacement of ams 700 reservoir due to faulty reservoir tubing that made the implant defective. Additional information received state that the tubing connected from the pump to the reservoir had somehow become unspun. As a result the fluid within the reservoir had leaked in to the tissues and caused the device to fail. The product was left within the patients' abdomen to prevent risk of infection and unnecessary trauma, he had the revision done on his left side. Patient was stable after procedure and there was no issues whilst under ga and surgeons care.